Event description:
In 2006, this patient underwent endovascular repair using gore excluder aaa endoprosthesis. Thirteen days later, a reintervention was performed using a gore excluder aaa endoprosthesis iliac extender component to correct a type I distal endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note attached list of addditional devices implanted in patient: pxt281418/04740413 , pxc201200/04749558, pxa260300/04607239, pxa260300/04659643, pxl161407/04626756, pxl161407/04651197. Also associated with this event is introducer sheath pg183000/unk, which was reported on medwatch #2017233-2007-00039.